Event description:
It was noted that the patient presented for a scheduled procedure. During the procedure, there was resistance noted between short and long tether mode for the right atrial leadless pacemaker (alp). The physician redocked the alp and attempted fixation. While the alp was being fixated, the device spontaneously released despite not being in release mode and no tether were visible beyond the docking cap. The alp was removed and replaced. The patient was in stable condition.